Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that a strong smell of insulin was coming from the reservoir compartment. She changed the reservoir and infusion set. The customer believe the leak was coming from the reservoir or tubing. Customer's blood glucose level was 400 mg/dl. The device was not returned.